Manufacturer narrative:
Per good faith effort response received, the customer found a third-party service to repair the v60 device. No injuries were reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that during clinical and therapeutic use of the v60 ventilator, the device provided a 1203 error code: low leak - co2 rebreathing risk alert. The patient's preexisting condition of difficulty breathing and wheezing did not improve during the time of the event in question. The patient's saturation of peripheral oxygenation (spo2) was noted to have decreased to approximately 85%. The patient was removed from the device and placed onto a replacement v60 ventilator. Approximately 2 minutes later, it was noted that the patient's asthma and spo2 had corrected. Further good faith efforts are being performed to obtain further information regarding the reported event.